Manufacturer narrative:
H10, h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The anchors, blue split cannula, and suture were not returned with the device. The device is in the fully actuated position. A functional evaluation revealed the actuator could function as intended. A review of the customer provided image confirms the devices batch number and product number. The image also reveals the device is in the fully actuated position and that t1 and t2 have become detached from the device. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast fix t2 cannot be deployed, t1 was removed from the patient's anatomy. Delay greater than 30 minutes was reported. Smith and nephew back up device was available to complete the surgery. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.